Manufacturer narrative:
Eval: no testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was diagnosed with acanthamoeba os while wearing the acuvue oasys for astigmatism brand contact lens. The pt reported that the eye care provider (ecp) gave the pt a trial lens to wear while the lenses were being ordered by the ecp. The pt reported that within five hours his/her "os became red, burning, irritated, and scratchy" in (B)(6) 2015. The pt reported that he/she removed the os suspect lens and "soaked in clean and clear solution for about 7 hours." The pt reported that he/she "attempted to wear the cl again and could not stand it, so removed again, discarded product and wore glasses." The pt reported that within about 9 days he/she went back to prescribing ecp as the os was not better. The pt reported that the ecp "thought it was (B)(6)." The pt reported that he/she "believes" he/she was given oral medication and was "told that he/she would be ok in about 3 weeks." The pt reported that during that time, the symptoms were getting worse and the os "was not responding to treatment and the eye and eyelids were swollen." The ecp referred the pt to another doctor. The pt reported that he/she saw another ecp "for about a week and a half and was treated for shingles." The pt reported that the ecp told him/her that he/she "didn't think that was what was truly wrong with the pt and he/she referred the pt to another doctor." The pt then reported that he/she was referred to a corneal specialist who then diagnosed the pt with "(B)(6) disciform, but treatment was not working and soon the pt had an operation that didn't work and the white part of my eye protruded while the iris was sunken." The pt reported that he/she has terrible pain and photo sensitivity. The pt reported that he/she saw another "corneal specialist and was diagnosed with acanthamoeba keratitis os in (B)(6) 2015." The pt reported that the ecp told him/her that the other doctors misdiagnosed the pt. The pt reported that he/she was treated with a "few eye drops (name of medication is unknown) q 1 hour, a corneal scraping, and a corneal transplant on (B)(6) 2016." The pt reported that the "eye was sewn shot for a month." The pt reported that "he/she may need another corneal transplant as he/she has no sight in the eye." The pt reported that he/she did not go swimming or shower in the contact lenses. The pt reported that he/she was working for a hospital in an administrative capacity and not with direct pt care. On (B)(6) 2016 a call was received from a representative at the pts treating ecps office. Additional medical information was received as follows: the pt was diagnosed with acanthamoeba keratitis on (B)(6) 2015. The pt received a corneal transplant in (B)(6) 2016. The pt also had a "secondary amniotic membrane in (B)(6) 2016 and "other procedures and surgeries." No additional medical information was received. Additional medical information has been requested. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jx94 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 the patient (pt) sent medical records. Due to the large volume of medical records received from the pt, the summary of the medical records are located in the attachments. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
On 19jul2019 the patient (pt) sent an email and requested a return call. On (B)(6) 2019 a call was placed to the pt who reported doing ok after the 3rd os cornea transplant in (B)(6) 2018. The eye care provider (ecp) advised the pt to wait for 6 months prior to being fit in glasses. Pt advised initially the os had ¿some sight,¿ but can now only see ¿some light¿ and sometimes only hand motion and shadows. The ecp advised the pt that the 3rd os transplant failed. Pt reported the os eye pressures remain stable since the placement of the shunt after the 2nd transplant. The pt reported at the last ecp visit (date was not provided) the pt was unable to read the big ¿e¿ on the top line of the vision eye chart. The pt reported the ecp has spoken with the pt regarding a possible 4th os cornea transplant, but the pt has not decided to go forward with the procedure at this time. The ecp also discussed the option of a glass eye, but pt reported ¿I am not sure I am ready for that yet.¿ no additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 28sep2020, the patient¿s (pt) medical records were received. Due to the large volume of medical records received, the summaries of the medical records are located in the attachments. If any further relevant information is received, a supplemental report will be filed. Section h.6. Evaluation codes: code 1878 - corneal haze. Code 1978 - neovascularization. Code 1791 - corneal edema. Code 1789 - corneal abrasion. Code 2225 - discharge. Code 1970 - nausea. Code 2144 - vomiting. Code 1875 - glaucoma code 1766 - cataract. Code 2137 - blurred vision.

Manufacturer narrative:
On (B)(6) 2018, the patient (pt) called to report that a second corneal transplant was performed in (B)(6) 2018 and the pt was ¿doing ok¿ after the surgery with some ¿slight vision back¿, however a few months later, the pt¿s eye pressure increased. The pt was urgently referred to physicians at a university, where three physicians performed emergency surgery that evening ((B)(6) 2017). The pt reported that the physicians inserted a shunt during the emergency surgery and afterwards the pt¿s vision seemed to improve ¿a little¿ for ¿a while¿ and the pt¿s eye pressure decreased. The pt continued with follow-up appointments and was diagnosed with a cataract. The pt reported that an additional surgery was performed in (B)(6) 2017 to adjust the shunt. The physicians at the university advised the pt in (B)(6) 2017 that the pt would never have sight in the os again. The pt reported that over the last three months the eye pressure has been stable and the pt is doing well, but has frequent eye exams to monitor the os. The pt reported that currently only hand movement can be seen in the os. No additional information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 the pt called to report that he/she will have another surgery in six months. On (B)(6) 2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she was using clear care solution and the expiration date was 2017/01. No additional medical information was obtained. Additional medical information was requested. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 the patient (pt) called to report that the transplant failed and pt has no vision in the left eye. Pt stated that the eye care provider (ecp) will schedule a second transplant procedure in the fall2017. The acanthamoeba infection is totally cleared and ecp thinks that pt has a 90% chance to regain vision in the left eye. Pt reported using a ¿serum eye drop¿ (name is unknown) to ¿keep the eye moist¿ every two hours. Pt reported the serum eye drops will probably continue until the transplant is scheduled. Pt stated that he/she is doing well and has returned to work part-time. Pt attends follow-up visits every three weeks or so for eye checks. Pt reported that he/she has most of the medical record information from the ecp visits and will provide them for review. No additional information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 02aug2018, additional information was received from the patient (pt): -the pt reported having a third corneal transplant 7 days ago and the pt is still legally blind. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.